Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter). There were also occasional undersensed and oversensed beats noted during episodes. It was also noted that a couple of years ago there was an alert triggered for rv lead noise. The rv lead remains in use. No patient complications have been reported as a result of this event.